Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy procedure, the device loading unit was unable to be fired. The surgeon then used another loading unit to resolve the issue in order to complete the case. There was no patient injury.